Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there patient consequences? If yes, please specify. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown

Event description:
It was reported that a patient underwent a cervical cerclage procedure on (B)(6)2024 and suture was used. During the procedure, the patient underwent surgery due to cervical insufficiency. During the surgery, the anterior vaginal fascia was incised and the pulling off suture needle happened during the suture process. The small round needle in the needle box was used and the original suture was still used for suture. No adverse patient consequences were reported. Additional information was requested.